Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery does not last 7 days and the fill estimate has been observed to be inaccurate. In addition, the pump touchscreen is cracked. The customer's blood glucose level was not impacted and the customer did not wish to troubleshoot these issues with tandem technical support. Reportedly, the customer will continue to use the pump for insulin therapy.